Event description:
Boston scientific received information that this device detected high out of range impedances and oversensing on the right ventricular (rv) lead. Surgical intervention was performed and the rv lead was explanted and replaced without incident. The lead was returned and found to have met specification. Following the revision procedure this device detected a decrease in r-wave amplitudes and decrease in shock impedances along with continued oversensing. The device was explanted and replaced four years later for an unrelated reason. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.